Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. There was a noted decrease in r wave amplitude occurring concurrent with the increase in rv capture management. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.